Manufacturer narrative:
Product evaluation summary: the monitor was returned and analyzed. The monitor passed full debug mode test. Bench power-up test, passed with good supply. Visual inspection found corrosion on the battery compartment, but this does not impact the unit from the test. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the monitor has been replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the remote monitor had no response when the start button was pressed and the patient noticed that the battery had corrosion. The patient replaced the batteries and there was still no response to the start button. The monitor will be returned and replaced. No patient complications have been reported as a result of this event.